Event description:
Boston scientific received information that this product was part of an infection. The patient had an infection after implant of the device and the physician opened the pocket and administered antibiotics. The patient advocate was also concerned the device was not delivering therapy appropriately. The patient had been falling lately due to drops in heart rate. The device has not been checked in four years and technical services advised the advocate to see the physician and get the device checked. The clinic noted that they were unaware of the historic or recent patient's health concerns, and no follow up appointment has been scheduled. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.